Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level.